Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer stated that was blood glucose at the time of incident 147 mg/dl. Customer stated that was changed out the infusion set and reservoir last night and the blood glucose was 60 mg/dl down to 45 mg/dl. Customer stated that was drank a glass of juice. Customer stated that insulin pump was over delivering. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.